Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the reported issue. As precautions, the stm replaced display screen, receiver to lcd cable, and the labels for both the screw and the cover. The stm then performed a screen test with a balloon to ensure proper screen operation. The stm then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has a distorted display. The pixels on the iabp screen were missing. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.